Event description:
It was reported that a patient experienced a breach in aseptic technique and did pd while travelling which resulted in peritonitis. The breach in aseptic technique was further described as "patient did pd while traveling" and "break the aseptic technique". The peritonitis was manifested by cloudy pd effluent, abdominal pain and fever. It was not reported if the patient was hospitalized for the event. The same day as event onset, the patient was treated with meropenem and sulbactam injection (1.5 g, once daily, intraperitoneal, ongoing) and vancomycin injection (1 g, alternate days, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient recovered from the peritonitis event. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.